Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leak in the hub. A review of the complaint handling database found no similar incidents from this lot. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. Interim actions have been implemented and this issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the 80% stenosed radial vein shunt. A 5.0 x 40 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. During prep (air aspiration) the nurse observed bubbles and then the physician performed prep (air aspiration) again and found that the device was ok for use. The pta catheter was advanced with no resistance to the lesion and on the first inflation attempt a leak was observed where the shaft and hub of the pta catheter join. The pta catheter was removed from the anatomy, replaced by an unspecified 5.00 mm pta catheter, and then a 6.00 mm pta catheter to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.